Event description:
It was reported to philips that the device failed operational check.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the main board / processor pca malfunctioning which caused the autotest failure. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. The customer at this point went to an outside repairer / non philips. This repairer supposedly replaced the processor pca and the device was put back into service.